Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow-up. It was noted that the implantable cardiac monitor (icm) exhibited undersensing. The patient was stable and asymptomatic. Programming changes were made to increase the sensitivity and the patient will continue to be monitored.